Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding lcd glass. The insulin pump was received with minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone call and reported blank display. Blood glucose was 51 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. A new battery was inserted and the display did not return. Customer also reported a low blood glucose of 51 mg/dl. Customer declined troubleshooting for low blood glucose event. Advised customer to discontinue use of pump and revert to back-up plan per healthcare professional instructions. Insulin pump is being replaced and returned.